Event description:
The pt was in full cardiac arrest and the staff was providing initial airway mgmt. (Resuscitator), efforts were hampered by a missing face mask in the package. During the search for a face mask, the pt was ventilated through another means. The efforts of resuscitation failed. Pt expired. Per end user, somebody might have removed that mask for other purposes. End user was not sure. End user did not follow directions for use in reference to performs functional check prior to potential use. Pt was in full cardiac arrest and was continuously ventilated (resuscitated). Missing mask did not contributed to death.